Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the she has to press the act button a couple of times to be make it work and it seems like the button response is getting worse. She also reported that the insulin pump has a small crack on the bottom left corner of the screen and the reservoir compartment is broken above the o ring. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. However, slight moisture damage was found on the keypad traces. The pump was received with a cracked case at the display window corners, a cracked display window, a cracked belt clip slot, cracked battery tube threads, minor scratches on the lcd window, and a partially broken reservoir tube lip. A bolus of 4.0 units was programmed, the pump delivered and recorded it properly. No bolus history anomaly noted.